Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external ear canal and cholesteatoma formation. Further in situ measurements showed the two most basal channels with hi status due to undetermined reasons. This is a final report.

Event description:
The recipient had tympanic membrane perforation and early cholesteatoma formation in the concerned left ear. The electrode was coiling through the perforation out in the external auditory canal and surrounded by cholesteatoma. The implant was explanted on (B)(6) 2021. It is planned to re-implant the recipient after complete healing.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had tympanic membrane perforation and early cholesteatoma formation in the concerned left ear. The electrode was coiling through the perforation out in the external auditory canal and surrounded by cholesteatoma. The implant was explanted on (B)(6) 2021.